Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on esc button. No button error alarm and no moisture damage noted on the electronic assembly, motor or on keypad traces. The device had a severely scratched display window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that there was rain but he does not think the device got wet. Blood glucose value was 300 mg/dl; treated with the insulin pump. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.